Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11. Livanova manufactures perfusion pack. According to customer, at the conclusion of the procedure, the circuit was inspected and the oxygenator and relevant lines were isolated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that, during a cpb, the arterial line became dislodged from the arterial outlet of the oxygenator, leading to some blood loss and the necessary discontinuation of cpb for approximately four minutes. The line was reconnected and tie-banded in a timely manner. The circuit was prepped and inspected for safety. Once it was determined that it was safe to do so, cpb was reinstituted with the cooperation of the surgeon. There is no report of any patient injury: daily follow-up for three consecutive days reveals no neurological or other deficits in the patient. This has also been confirmed in discussions with the cardiac surgeon.

Manufacturer narrative:
H11: unit was returned to livanova for investigation. Upon initial inspection, it was observed that the returned sample was tie-banded, and solvent was confirmed to be present. The tie-band found on the sample was likely the one applied by the customer. A review of the drawing for the involved perfusion tubing system (pts) catalog number confirmed that this affected line is assembled using both a tie-band and solvent. The tie-band present on the sample was cut, and it was found that the tubing attached to the arterial outlet was easily removable. During assembly, operator utilizes a tubing stretcher to facilitate the connection between the tubing and hard connectors. Over-use of the tubing stretcher could be a potential cause of the ease of removal observed in the returned sample. The review of the complaints database identified that no other similar incidents were notified for concerned batch nor pts catalogue number, neither a concerning trend was detected. Based on the available data, the most likely root cause of the complained event was an improper assembly of the arterial line to the connector. It is likely that the disconnection occurred due to the tie-band not being properly fastened, combined with the potential over-use of the tubing stretcher, which may have resulted in a loose connection between the tubing and the hard connector. To prevent re-occurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event.

Event description:
See initial report.